Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they couldn¿t remember the exact number that displayed. The low bg was caused by the customer drinking alcohol at a concert and they could not hear the pump alerting them of the low bg. The customer received third party assistance from the first aid tent at the concert, but the customer could not confirm the assistance provided. This event did not cause an injury. The customer will contact tandem technical support if they require further assistance. No additional patient or event information was available.